Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 6.0 mm in diameter saccular thoracic aortic aneurysm in zone 2. Proximal neck was 30 mm in diameter and 40 mm in length. Distal neck was 28 mm in diameter. Right and left iliac arteries were 14-11 mm in diameter. Right and left femoral arteries were 10 mm in diameter. Access arteries had moderate tortuosity and mild calcification. Aorta had no remarkable tortuosity and no thrombus present in the proximal neck. It was reported that at the same time as the tevar, a carotid-subclavian bypass was performed. An amplatzer vascular plug ii was place proximal to the left subclavian artery via the left brachial access. One day post-op the patient reported dizziness. The following day the patient had a CT scan which confirmed evidence of a stroke. Stroke is likely due to arch manipulation done during the tevar repair - not specific to the medtronic device, per the physician. Unlikely the stroke is attributed to the carotid-subclavian bypass as infarcts are bilateral. No clinical sequelae were reported, and the patient outcome in continuing treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (cva/stroke), related to operational context (manipulation within the arch). Evaluation, conclusion: user error contributed to event (manipulation within the arch).

Event description:
Additional information was received as follows: it was reported that the patient had cardiac complications - cardiopulmonary failure and the patient was hospitalized. The patient presented with aphasia/confusion/inability to follow commands. The patient was given medication for tonic - colonic seizure. The patient condition deteriorated and it was suspected the patient had a cva and was put on comfort measures. The patient expired four days later. The primary cause of death was cardiopulmonary arrest secondary to acute cva. The investigator assessed this event as not related to the device or the procedure.

Event description:
Additional information was received. It was reported that a second cva was reported three months post implant and the patient was hospitalized. The investigator assessed that the event was not related to the study device. The patient was treated with medication and recovered three days later.